Manufacturer narrative:
Qn#(B)(4). Additional device information requested. Customer was not able to specify the item number of the device involved in this complaint. Therefore a material number was chosen based on general description ("hudson rci/sheridan/cf tubes"), and sales history for the facility. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no changes required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the "hudson rci/sheridan/cf tube developed increased pliability around the supra-laryngeal aspect of the tube that resulted in an increase in pip on the ventilator and an inability to pass the suction catheter easily." Medical intervention reported as "tube was easily removed and replaced with return of the pre-event vent measurements." It was reported the tube had "been in the patient one week or greater". No report of harm to the patient. Patient's condition reported as "fine".